Event description:
Patient reported the infusion device turns off automatically and then is difficult to turn on. He attempted to deliver a bolus on (B)(6) 2013 and found the infusion device had turned off without providing an error message. He is unsure if the bolus was delivered. He changed the battery several times and replaced the battery cover, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump couldn't be started because of the corroded battery contacts, and the insulin pump shut-down without alarm because of the sudden power failure. Due this defect, it's possible programmed boluses were not delivered. Therefore, the pump correctly triggered a w8 warning.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.